Event description:
It was reported that the user started ozempic, significantly reduced meal sizes, and continued entering usual meal announcements on the ilet, which led to hypoglycemia with a documented low of 39 mg/dl for approximately two hours; education on correct meal announcements was provided and additional remote training was requested, including discussion of a possible algorithm reset. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment. Investigation included user interview and troubleshooting with education. Investigation of this case revealed user error related to incorrect meal size announcements after a change in eating patterns. It was concluded that the event was attributable to use error, and further training was initiated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.